Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). The device is available for evaluation but has not been received by carefusion. A follow report will be submitted when results of investigation become available.

Event description:
The customer reported a patient had a hard time breathing while connected to model lap top ventilator 1150. While at the hospital the respiratory therapist tried to place the patient back on his home ventilator but the unit displayed and alarmed high pressure and high frequency. The therapist swapped out the circuit and still had the same problem. Alarms were adjusted on the ventilator but the problem persisted. The patient was placed on a different ventilator and problem was solved. The patient had a very hard time breathing on model lap top ventilator 1150. Upon further investigation, the customer confirmed there was no allegation of patient injury or harm associated with event. No inoperable alarm was activated.

Manufacturer narrative:
Per results of investigation, carefusion certified service technician was able to duplicate the reported failure. During testing, the ventilator immediately delivered a constant ¿high pres¿ and ¿high f¿ alarms. Further troubleshooting revealed solenoid mount is causing the ventilator to deliver the constant alarms. The service technician replaced solenoid mount and the reported issues were resolved.